Event description:
It was reported the lead displayed variability in impedance and there was one non-sustained high rate episode. The patient experienced near syncopal episodes. Re-programming was performed which was followed by a lead revision. The previously capped pacing lead was activated for sensing use. The high voltage lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.